Event description:
It was reported that the teeth on inserter shredded and no longer articulates the cage.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. It was reported that the disc space was tight and also that the surgeon had difficulty unlocking and locking the insertion handle. Conclusion: the plausible root cause is user related; specifically the implant was oversized for the reportedly tight disc space.

Event description:
It was reported that the teeth on inserter shredded and no longer articulates the cage.